Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2008. The patient's medical history included intrauterine device removal on (B)(6) 2007 and intra-uterine contraceptive device in september 2007. Previously administered products included for contraception: depo provera from 2005 to 2008 and mirena from (B)(6) 2006 to (B)(6) 2007. Concomitant products included ibuprofen since 2009 and naproxen sodium (aleve) since 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy test positive"), 2 months 18 days after insertion of essure. On (B)(6) 2008, the patient experienced cervical dysplasia ("dysplasia of cervix"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and cervical dysplasia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy on pfs on date of insertion, previously (on pfs) as (B)(6) 2008, now as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: low pressure hsg post essure. Result: failure to occlude (close) fallopian tubes, malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: patient history and lab data updated; events updated; concomitant medication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.